Manufacturer narrative:
The device was returned to olympus for evaluation and confirmed the customer¿s allegation and was found due to the video cable break. It is most likely that the perforation damage was caused using a sharp object that encountered the device due to user handling. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported that the 4k camera head had no image. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that only color bars are visible and no image is displayed due to communication failure caused by disconnection inside the cable. The cause of the cable disconnection could not be identified. The indicated phenomena can be prevented by following the description found in the instruction manual which states: "never clean, disinfect, sterilize, or store this camera head together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.